Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on december 4, 2023, the handle of the dental anchor screwdriver presented difficulty when removing the screwdriver part. There was a delay of approximately three minutes while the problem was resolved. The procedure was accomplished successfully by using another handle from the equipment. This report involves one handle-medium mini-quick-coupl. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 311.012, handle-medium mini-quick-coupl provided evidence was not sufficient to confirm the reported event. Functionality issues can not be evaluated through a photo investigation. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 311.012, handle-medium mini-quick-coupl would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 311.012 lot # l574236 manufacturing site: werk hägendorf supplier : na release to warehouse date: 26 oct 2017 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.